Event description:
During the routine follow up one month after implantation, the ICD unit involved in this MDR report could not be interrogated. However, it could have been completely re-initialized with an engineering software; therefore the device is kept implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The device remains implanted. Analysis of follow up data is pending.